Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test and passed. Share log found no data. Pairing test with nordic bluetooth device: fail-connection timeout..the complaint is confirmed because the transmitter failed testing. The reported event of a loss of connection was confirmed. The root cause was determine a defective transmitter..